Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper case was broken, dented and contaminated, both bail covers were broken, the printed circuit board connector flex was not fully inserted into the connector and that the printed circuit board flex connectors were not fully closed. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.